Event description:
Patient was revised due to cup loosening, pain, and high ion levels. **update** (B)(4) 2013 - litigation papers received alleging that the patient suffers from difficulty ambulating, metallosis, and muscle loss and tissue destruction. There is no new additional information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information. Doi information was received on patients sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - litigation papers received alleging that the patient suffers from difficulty ambulating, metallosis, and muscle loss and tissue destruction.

Event description:
Patient was revised due to cup loosening, pain, and high ion levels.